Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Blood glucose level at the time of incident was 28.3 mmol/l. Customer stated that they had sensor and transmitter issue as well. It was unknown if the customer was using auto mode or not. Insulin pump will not be returned for analysis.